Event description:
It was reported that the patient presented to the hospital, no patient symptoms were reported. The right ventricular dislodged and was successfully repositioned. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).